Event description:
Reporter states the cuff does not maintain pressure. Reporter confirmed the patient was decannulated and recannulated with a replacement tube.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.